Manufacturer narrative:
Sections d4: device model, catalog, serial, and unique identifier number; section g4: PMA/510(k) number; and section h4: device manufacture date were missed in the previous report. They have been updated or corrected in this report.

Event description:
The manufacturer received a voluntary medwatch (mw5103986) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.